Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: product ID: 97755, serial/lot #: (B)(6), was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. The recharger antenna got hot after running it for 10 minutes and it was also torn at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported starting in (B)(6) they kept getting an error message on the controller system problem rm04. Patient stated they reset the controller and the issue keeps coming back. Patient stated the controller sometimes says battery low even though it's at 90%. Patient stated the error messages come up only when they are trying to charge the implanted neurostimulator (ins). During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on, controller 80% and implant 50%. Patient service asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharger telemetry module (rtm) but the cord felt loose on both ends of the cord. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient also reported they think the controller is dead because it's not working. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Controller was at 80% and implant 50%.. The issue was resolved. Additional information was received from the pt. Pt called back and repeated information from this case. Pt noted they couldn't recharge the controller battery without having to wiggle the ac power supply cord and the controller would go blank/unresponsive for probably a week. Patient services (ps) helped the controller battery pins, and the li battery pack contacts, but no visible damage was detected. Pt mentioned the controller battery pins weren't straight, but later clarified they were "okay." Ps had the pt plug the controller into the wall outlet which turned the screen on, but they noted the ac power supply cord was loose when plugged into the controller port. A replacement ac power supply cord was requested.